Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 15:43:23. During night drain cycle seven, the patient's ultrafiltration reading was 1565ml, indicating the home patient drained 1565ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and the evaluation is complete. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. During the event history log review, an increased intra-peritoneal (iipv) volume event was identified. Upon conclusion of the investigation, the cause of the reported issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a supplemental report will be submitted.